Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle flash blood glucose meter. The customer obtained readings of 4.4 and 22.6mmol/l within a ten minute timeframe. There was no report of death, serouus injury or mistreatment.